Event description:
Event description guidant received information that this ventricular lead displayed out of range impedance measurments. The system was implanted 3 months ago, and the impedance has been out of range for 2 months. A guidant technical services representative discussed a possible setscrew issue.